Event description:
It was reported that when using the bd pyxis¿ medflex 1000, user was unable to issue item because after it asked for witness it would take them back to the main menu. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation this incident, a technical support specialist confirmed that the user exited the application, successfully logged back in, and was able to remove the item. Then, the tss confirmed that the pi 55845 was detected, and screenshot was attached of the occurrence of the bug. The system functioned as intended after the technical support specialist verified the device.